Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to duplicate the reported issue. Stryker downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced inappropriate losses of power. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. It was observed that one of the batteries was dated from 2016. This battery was removed and disposed of due to age.

Event description:
The customer contacted stryker to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no report of patient use associated with the reported event.